Manufacturer narrative:
The service representative inspected the module and flushed the ict module, however service could not determine a single definitive cause of the falsely elevated results. No additional discrepant patient results have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. The search for similar complaints did not identify a trend related to the current complaint. The most recent product monitoring review (pmr) for clinical chemistry systems was reviewed and did not identify any similar issues related to the alinity system. Device history record review did not identify any non-conformances. Labeling was reviewed and adequately addresses the complaint issue. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, sn (B)(6), was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated sodium results on alinity c processing module for several patients. The results provided were: initial results from ac02152 /repeated on ac02201 on (B)(6) 2022 sid: (B)(6) initial sodium= 165 mmol/l and 165 mmol/l /repeated =145 mmol/l. Laboratory reference range for sodium=134 to 145 mmol/l there was no reported impact to patient management.